Event description:
Same case as MDR ID# 2134265-2014-04816 and 2134265-2014-04815. (B)(4). It was reported that angina and in-stent restenosis (isr) occurred. On (B)(6) 2012, the patient presented due to chest pain and was diagnosed with non-st elevated myocardial infarction (nstemi) based on elevated troponin level and abnormal stress test results. Three days from the onset of sympotoms, coronary angiography and index procedure were performed. The target lesion was located in the proximal portion of saphenous vein graft (svg) to 1st obtuse marginal (om) with 90% in-stent restenosis of an unspecified drug-eluting stent (des) and was 32 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.5 x 38 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. The target lesion # 2 was located in the distal portion of svg to 1st om with 70% in-stent restenosis of an unspecified des and was 8 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75 x 12 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. The target lesion # 3 was located in the native 1st om with 90% in-stent restenosis of unknown des and was 16 mm long with a reference vessel diameter of 2.5 mm. The target lesion # 3 was treated with pre-dilatation and placement of a 2.50 x 20 mm promus element¿ plus. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2013, the patient presented with substernal chest pain and was diagnosed with unstable angina. Cardiac catheterization was recommended. Patient's initial electrocardiogram (EKG) showed no significant changes. Two days from the onset of symptoms, coronary angiography was performed and revealed 100% isr in 1st om and 90% proximal isr in svg to 1st om. The physician treated the svg to 1st om with balloon angioplasty and placement of a 2.75 x 20mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. Post procedure the event was considered resolved and the patient was discharged on aspirin and clopidogrel on the following day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).